Manufacturer narrative:
This device was explanted on (B)(6) 2020. Upon receipt the lead was found cut 34cm distal to the is-1 connector pin. A 28cm long distal part was returned and an approximately 3cm long medial part was not returned. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the returned lead fragments was scrutinized. Approximately 34cm distal to the is-1 connector pin the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further damages like the cuts into the insulation 22cm and 19cm distal to the is-1 connector pin and the deformed distal shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 26 months, oversensing on the ventricular channel was reported.